Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 4.00 x 15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and was successfully used for dilatation; however while attempting to remove the bdc, the bdc became stuck in the tip of the guiding catheter. The bdc and the guiding catheter were removed as a single unit from the patient, completing the procedure. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.